Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) had an alarm when the machine turned on. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, g2, h6 (type of investigation, investigation findings, component codes, investigation conclusions) based on the information provided by the field service technician (fst), during departmental use, automatic inflation failed. The department replaced the equipment themselves and found that the positive pressure was below the factory-specified normal value, requiring replacement of the 5000-hour maintenance kit. The system alarm and automatic inflation issue were resolved by replacing the 5000-hour maintenance kit (0040-00-0147). The device passed all the functional and safety tests specified by the factory.

Event description:
N/a